Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device was found in back-up mode due to event queue overflow. Technical support was contacted and the device was reprogrammed successfully. The patient was stable.